Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. It was reported the patient had a heart operation and the scars were infected and open there was no alleged device malfunction contributing to the irritation. The patient reported a nurse needed to drain the irritation. The medical outcome is unknown. Supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. It was reported the patient had a heart operation and the scars were infected and open there was no alleged device malfunction contributing to the irritation. The patient reported a nurse needed to drain the irritation. The medical outcome is unknown.